Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) arterial pressure waveform information was lost about once every 30 minutes. It was replaced with another cs300, and the problem did not reoccur.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) arterial pressure waveform information was lost about once every 30 minutes. It was replaced with another cs300, and the problem did not reoccur. There was no health damage reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse could not replicate the issue. The fse found that the amount of helium used was appropriate, and the pressure waveform malfunction was not replicated. The unit passed all safety and functional tests and was returned to the customer for clinical use.